Event description:
While the doctor was working on a tooth, the spray plate came off in the pt's mouth.

Manufacturer narrative:
The plate caused a slight cut to the pt's cheek. Pt was given oxyfresh for the cut and was healed in 5 days. Handpiece was returned for service with face plate missing. Bearings were worn and gritty in drive assembly and shaft, chuck was slipping and medium debris was present. Maintenance issues were discussed.